Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-17667 and 1627487-2013-17668. The pt received 2 scs leads with the same lot number and 2 scs extensions whose lot numbers are unk. It was reported the pt is experiencing burning / stabbing sensations at her scs ipg pocket site that worsens with stimulation. It was also reported the pt is experiencing torso hypersensitivity, a pulling sensation and has hyper-pigmentation in the area where the scs leads connect to the scs ipg. Follow-up identified the pt underwent surgical intervention during which it was determined the scs extensions were the cause of the burning sensation. Subsequently, the extensions were explanted and replaced. At this time, it is unk whether or not the issues resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.